Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication for use. It was reported that the caller asked about meaning of service code 99 and 100. The caller stated that the hcp office contacted him inquiring about these codes. On 2024-10-02 e1 (rep) document contained no new information. 2024-10-10 e2 (rep) document contained no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.